Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor did not alarm when the saturation level dropped. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.